Event description:
During a laparoscopic cholecystectomy, bowel pierced by metzenbaum scizzors after incision before trocar placement. Bowel repaired with 3/0 silk suture. Procedure completed. 6/26/1998 - pt passing flatus; small watery stool. Discharged 6/27/1998.